Event description:
Customer reported the brake is not holding the c-arm in place. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a new brake pad. Customer will replace. It is expected the system will operate as intended after brake pad replacement.